Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the second and third sensors used by the customer was having a missing cannula after being inserted into the body while the first sensor was reported having out of box damage. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.